Event description:
It was reported that during a routine device check it was noted there was a lead warning for high impedance. It was also reported that there was noise observed during a stress test. Reprogramming was done and the lead remains in use. The physician decided to increase the patient's follow-up visits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addrl1 pacemaker (B)(6) 2013. (B)(4).